Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an issue with remaining insulin reading in the cartridge. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 357 mg/dl with extreme drowsiness/difficulty waking up/confusion, had pain in the feet, and generally feeling unwell. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter stated that at the end of cartridge use, the reading on the pump was less than what was in the cartridge. The reported issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged discrepancy in the remaining insulin reading.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported insulin on board issue was not verified in the black box or duplicated during the evaluation. Review of black box data did not find any activities outside of normal use. The total daily deliveries were correct and reflected user programmed basal rate. The pump powered up and functioned properly. Pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were completed and recorded correctly. The pump correctly calculated the remaining insulin at each step during these exercises. The cartridge was removed after the exercises were completed and the remaining insulin was visually confirmed to be correct.